Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2010. Subsequently, patient developed an infection and a revision procedure took place on (B)(6) 2010. The modular head and acetabular liner were removed and replaced and the area was irrigated. Only the liner was manufactured by biomet orthopedics, inc. No further information has been provided to date.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2010. Subsequently, patient developed an infection and a revision procedure was performed on (B)(6) 2010. The modular head and acetabular liner were removed and replaced and the area was irrigated. Only the liner was manufactured by biomet orthopedics, inc. No further information has been provided to date.

Manufacturer narrative:
Review of sterilization certification confirms devices were sterilized in accordance with (B)(4) . This report filed (B)(6) 2010.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #2 - early or late postoperative infection and allergic reaction. This report filed (B)(6) 2010.